Manufacturer narrative:
While it is unk if the impression material used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that a pt with known allergies to many things, experienced throat swelling and trouble urinating, approx 1-2 hours after having an impression taken with jeltrate impression material. No medical intervention was required and the symptoms abated in 10 days.